Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation -other') and device dislocation ('migration of essure device location of device: intestines') in a female patient in her thirties who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included overweight and bronchitis. Concomitant products included naproxen (naproxin) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced back pain ("back pain/lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)") and pain in extremity ("leg pain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/blood clots") and hypertension ("high blood pressure"). In 2016, the patient experienced rash ("rash"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), cellulitis ("cellulitis in foot"), migraine ("migraines / headaches") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), headache ("headaches"), constipation ("constipation"), diarrhoea ("diarrhea"), allergy to metals ("nickel allergy"), arthralgia ("joint/elbows/wrists pain/hip pain") and scar pain ("pain on the left side due to scar tissue") and underwent tooth extraction ("dental problems/teeth removed"). The patient was treated with losartan, metoprolol succinate and surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, device dislocation, genital haemorrhage, back pain, dysmenorrhoea, rash, psychological trauma, vaginal infection, tooth extraction, fatigue, weight increased, headache, abdominal distension, alopecia, visual impairment, constipation, vaginal haemorrhage, menorrhagia, hypertension, cellulitis, migraine, diarrhoea, anxiety, allergy to metals, arthralgia, pain in extremity and scar pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, cellulitis, constipation, device dislocation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pain in extremity, perforation, psychological trauma, rash, scar pain, tooth extraction, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: plaintiff fact sheet received. Reporter added. Essure removal done. Essure removal date and intervention added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation -other') and device dislocation ('migration of essure device location of device: intestines') in a female patient in her thirties who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included pelvic pain, uterine enlargement and uterine leiomyoma. Concurrent conditions included overweight and bronchitis. Concomitant products included naproxen (naproxin) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced back pain ("back pain/lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)") and pain in extremity ("leg pain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/blood clots") and hypertension ("high blood pressure"). In 2016, the patient experienced rash ("rash"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), cellulitis ("cellulitis in foot"), migraine ("migraines / headaches") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), headache ("headaches"), constipation ("constipation"), diarrhoea ("diarrhea"), allergy to metals ("nickel allergy"), arthralgia ("joint/elbows/wrists pain/hip pain") and scar pain ("pain on the left side due to scar tissue") and underwent tooth extraction ("dental problems/teeth removed"). The patient was treated with losartan, metoprolol succinate and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, device dislocation, genital haemorrhage, back pain, dysmenorrhoea, rash, psychological trauma, vaginal infection, tooth extraction, fatigue, weight increased, headache, abdominal distension, alopecia, visual impairment, constipation, vaginal haemorrhage, heavy menstrual bleeding, hypertension, cellulitis, migraine, diarrhoea, anxiety, allergy to metals, arthralgia, pain in extremity and scar pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, cellulitis, constipation, device dislocation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, migraine, pain in extremity, perforation, psychological trauma, rash, scar pain, tooth extraction, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Discrepancy noted on essure insertion date- (B)(6) 2010 and removal date -(B)(6) 2019 as per mr. The right cornua had 1 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Lot number, medical history, rcc and reporter information was added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation -other') and device dislocation ('migration of essure device location of device: intestines') in a female patient in her thirties who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included pelvic pain, uterine enlargement and uterine leiomyoma. Concurrent conditions included overweight and bronchitis. Concomitant products included naproxen (naproxin) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced back pain ("back pain/lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)") and pain in extremity ("leg pain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/blood clots") and hypertension ("high blood pressure"). In 2016, the patient experienced rash ("rash"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), cellulitis ("cellulitis in foot"), migraine ("migraines / headaches") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), headache ("headaches"), constipation ("constipation"), diarrhoea ("diarrhea"), allergy to metals ("nickel allergy"), arthralgia ("joint/elbows/wrists pain/hip pain") and scar pain ("pain on the left side due to scar tissue") and underwent tooth extraction ("dental problems/teeth removed"). The patient was treated with losartan, metoprolol succinate and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, device dislocation, genital haemorrhage, back pain, dysmenorrhoea, rash, psychological trauma, vaginal infection, tooth extraction, fatigue, weight increased, headache, abdominal distension, alopecia, visual impairment, constipation, vaginal haemorrhage, heavy menstrual bleeding, hypertension, cellulitis, migraine, diarrhoea, anxiety, allergy to metals, arthralgia, pain in extremity and scar pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, cellulitis, constipation, device dislocation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, migraine, pain in extremity, perforation, psychological trauma, rash, scar pain, tooth extraction, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Discrepancy noted on essure insertion date- (B)(6) 2010 and removal date -(B)(6) 2019 as per mr. The right cornua had 1 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Lot number:20226502 manufacturing date: 2009-11 expiration date:2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation -other') and device dislocation ('migration of essure device location of device: intestines') in a female patient in her thirties who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included overweight and bronchitis. Concomitant products included naproxen (naproxin) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced back pain ("back pain/lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/blood clots") and hypertension ("high blood pressure"). In 2016, the patient experienced rash ("rash"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), cellulitis ("cellulitis in foot"), migraine ("migraines / headaches") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), headache ("headaches"), constipation ("constipation"), diarrhoea ("diarrhea"), allergy to metals ("nickel allergy"), arthralgia ("joint/elbows/wrists pain/hip pain") and scar pain ("pain on the left side due to scar tissue") and underwent tooth extraction ("dental problems/teeth removed"). The patient was treated with losartan, metoprolol succinate and surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, device dislocation, genital haemorrhage, back pain, dysmenorrhoea, rash, psychological trauma, vaginal infection, tooth extraction, fatigue, weight increased, headache, abdominal distension, alopecia, visual impairment, constipation, vaginal haemorrhage, menorrhagia, hypertension, cellulitis, migraine, diarrhoea, anxiety, allergy to metals, arthralgia, pain in extremity and scar pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, cellulitis, constipation, device dislocation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pain in extremity, perforation, psychological trauma, rash, scar pain, tooth extraction, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation -other'), device dislocation ('migration of essure device location of device: intestines') and genital haemorrhage ('general abnormal bleeding') in a female patient in her thirties who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included overweight and bronchitis. Concomitant products included naproxen (naproxin) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced back pain ("back pain/lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)") and pain in extremity ("leg pain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/blood clots") and hypertension ("high blood pressure"). In 2016, the patient experienced rash ("rash"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), cellulitis ("cellulitis in foot"), migraine ("migraines / headaches") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). In 2017, the patient experienced device dislocation (seriousness criterion medically significant). In 2018, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), headache ("headaches"), constipation ("constipation"), diarrhoea ("diarrhea"), allergy to metals ("nickel allergy"), arthralgia ("joint/elbows/wrists pain/hip pain") and scar pain ("pain on the left side due to scar tissue") and underwent tooth extraction ("dental problems/teeth removed"). The patient was treated with losartan and metoprolol succinate. Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, back pain, dysmenorrhoea, rash, psychological trauma, vaginal infection, tooth extraction, fatigue, weight increased, headache, abdominal distension, alopecia, visual impairment, constipation, vaginal haemorrhage, menorrhagia, hypertension, cellulitis, migraine, diarrhoea, anxiety, allergy to metals, arthralgia, pain in extremity and scar pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, cellulitis, constipation, device dislocation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pain in extremity, perforation, psychological trauma, rash, scar pain, tooth extraction, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received. New events were added: migration of essure device location of device: intestines, abnormal bleeding (vaginal, menorrhagia), high blood pressure, cellulitis in foot, migraines / headaches, diarrhea, anxiety attacks, nickel allergy, hip pain, joint/elbow/wrists pain, leg pain and pain on the left side due to scar tissue. Event gi conditions was updated to constipation, event hormonal changes was updated to bloating, event dental problem was updated to teeth removed and event allergic rash was updated to rash. Onset date of the event dysmennorhea (cramping), fatigue, weight gain, vision problems, hair loss and back pain/lower back pain were added. Severity of event back pain/lower back pain was added. Reporter information, medical history, treatment and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation -other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), visual impairment ("vision problems") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, back pain, dysmenorrhoea, dermatitis allergic, psychological trauma, vaginal infection, tooth disorder, fatigue, weight increased, headache, hormone level abnormal, alopecia, visual impairment and gastrointestinal disorder outcome was unknown. The reporter considered alopecia, back pain, dermatitis allergic, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, perforation, psychological trauma, tooth disorder, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to back pain. Events- migration/perforation ¿other, general abnormal bleeding, dysmenorrhea (cramping), allergic rash, psych injury, vaginal infection, dental problems, fatigue, weight gain, headaches, hormonal changes, hair loss, vision problems, gi conditions and she did not underwent an essure confirmation test were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.